Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device has not been returned for investigation. No exact root cause has been determined at this time. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000 us is giving constant fio2 related alarms after calibrating the o2 sensor. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation.vyaire medical determined the root cause due to o2 sensor long-life defective. Analysis at manufacturer on returned products with the same failure mode came to conclusion that there are local elements as consequence of microscopic leakages due to insufficient glue sealing of the contact wire glue holes / possible hollows on the crossing of the cathode wire and the glue in the front area. As a resolution, replaced o2 sensor and performed o2 calibration. Tested ventilator at 100% and the alarm did not appear. Unit passed all test according to specs.